Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain additional information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of a preloaded pcb00 device was out, the injector was malformed and the lens was unable to be inserted into the eye observed during handling but prior to insertion. There was no patient involvement noted. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 5/29/2018. Device returned to manufacturer: yes. Device evaluation: the sample was evaluated. The plunger was observed in advanced position. The cartridge was correctly engaged into the device. The pcb00 device was observed under microscope. There are indications of coating at the cartridge canopy and traces of viscoelastic were observed only at an area at the cartridge tube. The dfu z311023p (rev. A) indicates the following: ¿insert the ophthalmic viscosurgical device (ovd) cannula into the tip of the protective cap. Completely fill the viewing window with ovd¿. The cartridge tip is deformed. The lens was observed stuck at the cartridge loading zone. No assembly defects were observed. There were no damages observed on the assembly, neither flashes (screw thread and nut thread were found without damages). There is no visible gap. The reported complaint issue was verified. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson vision has been submitted.